Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during deployment and dissection occurred. The dissection was repaired using two stents. The pt status is listed as "okay".